Event description:
The patient's legal guardian (lg) reported that the patient's blood glucose (bg) level reached 280 mg/dl, while wearing the pod between1 and 4 hours. The pod reportedly fell off the infusion site (leg) while the patient swam, causing the cannula to dislodge. As treatment, the patient successfully applied a new pod, and administered a bolus of unknown amount.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.